Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed repeated button error. It was reported that the customer¿s blood glucose level was normal and did not require medical treatment. There was no indication of troubleshooting or the issue being resolved during the call. There was no indication of the insulin pump returning for analysis.